Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus endoeye hd ii telescope presented a green image during a procedure. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d9, h3, h6, of the initial medwatch. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device evaluation found varying-colored images (purple/green) traced the image error back to the charged coupled device (ccd) chip holder assembly. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to event is likely due to a defective ccd unit assembly (r-unit). Olympus will continue to monitor field performance for this device.